Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the asymptomatic and pacemaker dependent patient presented in clinic for a follow-up. The rv lead exhibited oversensing episodes due to possible myopotential oversensing. X-ray images displayed no abnormalities on the lead. Programming changes were made and further testing was recommended. The patient was stable.